Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer accidentally deactivated the primary personal profile. Customer's blood glucose level ranged from 276 mg/dl to 312 mg/dl. Reportedly, customer reactivated the personal profile and continued to use the pump for insulin therapy. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.